Manufacturer narrative:
Correction g1: added state: california. The investigation of the returned balloon catheter found the balloon ruptured at the proximal end as described in the reported event, with damaged and dislodged coils at the proximal end of the balloon where the polyimide ring would be located. The polyimide ring was not returned. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture or coil damage, but these conditions are consistent with the device experiencing forces over specification due to over-inflation.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported, during treatment for multiple aneurysms in the ophthalmic artery segment, a competitor¿s stent was used for dense mesh stent implantation. During stent placement, the proximal end of the stent did not oppose the wall. A balloon was placed to expand the stent. After being placed, it burst. The balloon was removed from the patient without intervention. A guide wire was used in a wireframing technique to unclog the stent and allowed the stent to fully apposite to the wall. The operative report was requested and was reported as not available. The patient is fine.